Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pca administration set experienced device damage causing leakage. The following information was provided by the initial reporter: leakage noted since pt linens and clothing found to be wet, inspected lines and found to have dripping and crack noted to pca line where maintence fluid was y'd into pca line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-apr-2023. Investigation summary: a complaint of set leaking during use due to damage was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The female luer was cracked. A device history record review could not be performed on model 30873 because the lot number is invalid. An investigation was performed where the manufacturing process was reviewed. A definitive root cause could not be determined. Potential root causes were found to be combination of different factors, including prolonged use of substances that are aggressive to plastics or over-torque of the component during connection with the female luer or damaged directly of supplier (component built by supplier).

Event description:
It was reported that the bd alaris¿ pca administration set experienced device damage causing leakage. The following information was provided by the initial reporter: leakage noted since pt linens and clothing found to be wet, inspected lines and found to have dripping and crack noted to pca line where maintenance fluid was y'd into pca line.